Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers 5.1 and 5.2 failed and was not detected on bus. A field service engineer (fse) reseated the row cables and tested the drawer in the application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 5.1 and 5.2 failed. User tried to recover and rebooted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.